Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. If implanted; give date: not applicable. The iol was removed in the initial surgery. If explanted; give date: not applicable. The iol was removed in the initial surgery. Reporter telephone number: (B)(6). Device evaluation: product evaluation was not preformed because the lens has been discarded. The complaint issue reported could not be verified. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was put into the patient's eye but one of the haptics had broken off. This was not noticed until the lens had unfolded. The lens was removed in various pieces from the patient's eye and disposed of. No patient injury was reported. No other information was provided.